Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice device. The patient was connected at the time of the alarm. This occurred during dwell cycle three of peritoneal dialysis therapy. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.